Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a patient experienced a corneal ulcer associated with use of solocare aquify lens care solution and wear of o2optix contact lenses. The patient was referred for treatment. Request has been made for additional information, however, no further information has been provided.